Event description:
It was reported that the locking bar on cervical plate bent and broke as screw was going in. The gold lock screw was orientated in the unlock position but the grey bar/wing did not spring out of the way. The surgeon removed the screw, leaving one screw at that level. There have been no adverse consequences to the patient.

Manufacturer narrative:
It was confirmed by the sales representative that the plate's locking mechanism fractured and the plate was implanted with a 3-5 minute delay. Product inspection was not completed as no product was returned (implanted). Product history review was not completed as no lot was provided. Conclusion: the stryker rep reported that the holes were prepared freehand and not with the drill guides as recommended by the surgical technique guide, so the probable root cause is not using the drill guides as instructed.

Event description:
It was reported that the locking bar on cervical plate bent and broke as screw was going in. The gold lock screw was orientated in the unlock position but the grey bar/wing did not spring out of the way. The surgeon removed the screw, leaving one screw at that level. There have been no adverse consequences to the patient.